Event description:
The catheter was placed 2/19/97. A subcutaneous leak was reported on 2/21/97. The catheter was removed. No patient injury was reported to have occurred.

Manufacturer narrative:
Implicated prduct is a 8.0 french lumen catheter with a cuff and a percutaneous introducer system. Product received for eval is an 8.0 french catheter measuring 21.1 inches. An orange color coded blunt connector is in place and a blood impregnated cuff begins 11.2 inches from proximal end. Dried serous and decontamination residue is visible intermittently throughout lenght of catheter. A lot history review reveals no related mfg issue and no other complaints for this lot. Tactile exam reveals a tensile elongation 9.7 inches from proximal end. This indicated catheter had been stretched beyond its tensile limit. A large cut is also located 1.2 inches distal to cuff (13.1 inches from proximal end). Using 32x magnification, cut is found to encompass approx one-half of circumference of catheter. Immediately proximal to this damage is a smaller, non-perforating cut. Both cuts are situated perpendicualr to catheter's long horizontal axis with even, well-defined edges. Walls of cuts are flat and striated suggesting they resulted from a sharp instrument such as a scalpel. No associated damage is noted near cuts. Complaint of subcutaneous catheter leakage is confirmed. It should be recorded as user-related. Damage in evidence on complaint sample is consistent with sharp instrument damage. Product instructions for use cautions user to avoid contact with sharp intruments when implanting catheters to prevent mechanical damage to silicone catheter material.